Event description:
A patient underwent a cesarean section, and the insorb 2030 skin stapler was used to close the incision. The patient experienced a hematoma post op requiring intervention. Re-closure was performed in the patient's hospital room with metal staples.